Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in mid-february (year not provided). The patient's testing frequency is not known; however, the reporter indicated the patient manages his diabetes with 500mg of metformin and 25 units of lantus. The reporter denied the patient took any action in response to the alleged power issue. The reporter claimed the patient obtained a blood glucose result of "227mg/dl" with another onetouch ultra2 meter (date/time not known); however, the owner of the onetouch ultra2 meter is not specified. It is also unclear if the patient continued to monitor his blood glucose with the other onetouch ultra2 meter and/or with another device after the alleged issue began. According to the csr's documentation, three weeks prior to contacting lfs, the patient reportedly developed symptoms as a result of the alleged issue (dizziness, blurry vision, lightheadedness, and felt sluggish), two weeks later the reporter claimed the patient received 25 units of lantus (as treatment by a health care professional (hcp)), and the patient was then allegedly hospitalized. The length of the patient's hospital stay is not known and the patient's medical diagnosis is not specified. At the time of troubleshooting, the csr noted the patient was using the correct test strips, the subject meter's batteries did not need to be replaced, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hyperglycemia and was allegedly hospitalized after the reportedly issue began.